Manufacturer narrative:
A review of the manufacturing records for the device (sheath) verified that the lot met all pre-release specifications.

Manufacturer narrative:
Patient medications include but are not limited to: beta blocker, statin ramipril, asa metformin, zetia,insulin, celebrex, glimepiride, concomitant medical product: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The instructions for use for the gore® excluder® iliac branch endoprostheses instructs the following when positioning and deploying the iliac branched component: use fluoroscopic visualization for all guidewire, sheath and device catheter manipulations; use fluoroscopic guidance during withdrawal of the delivery catheter to assure safe removal from the patient. If resistance is felt during removal of the delivery catheter through the introducer sheath, stop and assess cause of resistance. If necessary, withdraw delivery catheter and introducer sheath together. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. All devices were successfully deployed as planned with no advancement issues or anatomical concerns were reported. Post deployment of the hypogastric component, it was reported that when the device delivery catheter was being withdrawn back through a 12 fr. Sheath, the tech met with some resistance; and it thought that the tip of the device delivery catheter was caught on the sheath. The tech continued to pull back and the delivery catheter was able to be withdrawn. Upon examination of the device delivery catheter it was noted that the tip of the delivery catheter and approximately a 3 inch portion of the catheter lumen had been detached. Imaging showed the tip and lumen portion in the hypogastric artery. Multiple attempts to snare the tip portion of the delivery catheter were made, but were unsuccessful. The procedure was concluded with the tip portion remaining in the hypogastric artery.